Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site and found the right upper foot pedal nonfunctional. The fse reseated the foot tray plug and this resolved the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure that the sureform 45 stapler instrument would not fire from arm 4. The intuitive tech support engineer (tse) was advised that the right yellow activation pedal did not close, even though the caller was stepping on it. The tse asked the or staff to move the stapler to arm 1. The or staff successfully clamped with the stapler, and then successfully fired. The tse was advised that both the blue and yellow left foot pedals closed successfully. The tse asked the or staff to move the stapler to arm 3. The or staff successfully clamped using the right blue pedal, but the stapler was unsuccessful at firing using the right yellow foot pedal. The tse confirmed that the right blue pedal went from up to down when pressed. The tse confirmed that the right yellow foot pedal never changed from the up position. The tse reviewed the live logs and found error 31061 against the ssc right yellow foot pedal. The procedure was completed laparoscopically. There were no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: the surgeon was attempting to litigate ligate the appendix when the reported issue occurred. Upon placing the stapler instrument in the patient, the surgeon was able to clamp down at the base of the appendix but was not able to fire the stapler. The surgeon converted to laparoscopic because he needed to staple the appendix. He used a laparoscopic stapler with the existing ports and finished the case successfully.